Manufacturer narrative:
H3: one device was received for evaluation. Service history review found no previous services. Tests were performed and the pump was functioning without error, however review of the alarm history found several logs indicating a problem with the main circuit board. Further investigations found cracks in the left plunger case and damage to the pressure sensor wires. The circuit board was replaced, and all sensors were recalibrated. The device passed all tests thereafter.

Event description:
It was reported that the pump exhibited an alternating current unit (acu) watchdog error. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.